Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's experienced an increase in their aic levels from 5.8 to 7.1. The customer alleged that this issue was a result of cartridges from a specific lot number. New cartridges from a different lot number were used for insulin therapy and the issue was resolved.